Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had intermittent buttons response due to flattened (creased) down button dome switch. No unlocked lcd keypad connector noted. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump up and down arrows were not responding correctly as well as time was advance as well as the insulin pump exposure to moisture that was sweat. Customer reports there was fluid under the lcd display. The customer blood glucose level was unknown. Customer declined to troubleshooting. The device will be returned for analysis.